Manufacturer narrative:
The customer reported that the AED has a depleted battery pack, and the asi is blank. The maintenance schedule is reported as daily. Communication with the customer: the vehicle that unit was in was in the body shop for 2 months. When the vehicle was returned, the caller stated that the battery pack was depleted. The customer used new battery pack and was able to clear the service code; the asi is flashing green. AED is returned to service, sending data card for the customer to download the log file and send to the manufacturer for further analysis. Reviewed proper maintenance with the customer. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The customer reported that the AED is displaying 'replace battery now' warning and the asi is flashing red. The customer did not report that this event occurred during patient use.